Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that initial interrogation indicated that the generator was set at 2.0ma, and that during a programming session the generator had been reset inadvertently to 0ma. The physician stated that he then reprogrammed the pt to intended settings and performed a final interrogation. He said the pt could feel stimulation again after programming, and the physician believed the device was delivering stimulation as intended. Attempts to gather add'l info from the site have been unsuccessful to date.